Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that when their stimulator is turned off, they can still feel it vibrating. Patient said the vibrating after stimulation was turned off started maybe about 2 weeks ago and would continue for a while after turning stim off. Patient turned stim off last night and was still feeling vibrating now. Patient was able to connect to their settings during the call and confirmed therapy was currently off. Patient was on group a and had been before the issue started. Patient confirmed they had a fall/trauma to that area, but not recently. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient requested a new handset charging cord. Patient said they have to set the cord a certain way to charge the handset. Agent reviewed patient could purchase their own handset power cord, but patient still requested one from patient services. Agent sent request to repair. 2 calls.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.